Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress, a product problem, vaginal discharge, fistula, erosion and infection. Additionally, the plaintiff experienced multiple pelvic adhesions, a sterile abscess, rectocele, dyspareunia, pelvic pain, granulation tissue and fistula. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.